Event description:
The family member of a pt reported that pt experienced a pseudomonas infection after using complete brand comfortplus multi-purpose solution. The family had gone on vacation and gone in mineral hot springs while on vacation. The pt began experiencing pain in right eye. The family drove home and sought emergency room treatment. Pt was admitted to the hospital and remained for three days. A culture of the eye revealed pseudomonas. The pt was treated with ciloxin hourly. Pt had an opaque growth on pt's cornea (a corneal ulceration). The pt will reportedly require a corneal transplant and will be consulting a corneal specialist. Additional information has been requested. Corrective treatment: ciloxin.